Manufacturer narrative:
Accufuser had 400ml with 2% lidocaine. Rate 5ml/hr with bolus 2ml, every 60mins. About 9/10 of it infused. The pump was sent to the (B)(4) of the hospital. A call was made to the (B)(4) to attempt to retrieve the accufuser pump. A follow up will be submitted when the accufuser is evaluated or more information becomes available.

Event description:
Patient had an accufuser with dual catheters put in on the first of this month due to breast reconstruction. Patient came in non coherent, restless, speech was garbled, could not follow commands, dropping things, and incontinent of urine. They removed the accufuser and within 3 hours, her condition improved greatly.